Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pull out with the involved angio-seal evolution device. The following information was provided by the user facility: the device was deployed; when she started to pull it back, it immediately came out of the vessel; the foot was still attached at the very bottom of the angio-seal; the suture never deployed; manual pressure was held to achieve hemostasis; the procedure was successful; less than 250cc of blood loss; and the patient was reported to be ok.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal evolution was returned for evaluation. The returned product was subjected to visual analysis where a blood like substance could be seen on the device. The body of the evolution was mated with the hemostatic sheath. There was a large bend in the carrier tube assembly and hemostatic sheath due to the device being sent back in the smaller lab pack. The deployment sleeve was noted to be in a partial rear lock position. The color band of the deployment sleeve was not fully exposed. The distal tip of the hemostatic sheath was inspected for the presence of the anchor. The anchor was fully exposed at the distal tip of the sheath. The anchor was nested within the monofold and was not properly posted at the appropriate angle at the distal tip of the hemostatic sheath. Instead, there appeared to be slack present within the suture that allowed the anchor the lay parallel to the hemostatic sheath. To further analyze the mechanics of the device, the upper handle of the evolution body was removed. All of the gears were properly seated and the gear assembly was not in the distal position indicating that the device had not been deployed properly. There is no evidence that this event was related to a device defect or malfunction. The pullout the user experienced was likely due to the anchor not posting at the appropriate angle at the distal tip of the hemostatic sheath. This was due to the deployment sleeve not being in the full rear lock position where the color band would be completely exposed. The IFU speaks to the incorrect indicator alignment and provides instructions for the user to resolve the issue by pushing the device handle back into the rear holding position in order to get full extension of the anchor from the sheath. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.